Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon the receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom aera system. Per the received information, the patient received a burn on his cheek from the head coil used during the examination. Siemens healthineers has requested additional information regarding the event and the extent of the patient¿s injury. The additional information is pending receipt as of the date of this report.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified. There was no injury associated with this issue. It was stated that a patient noted a warming sensation on their cheek at the time of the examination. The staff assessed the patient for possible burns but there were no signs of skin redness or any other signs of burns. No dicom images were provided for analysis and no rfswd.log files could be retrieved for this examination. Therefore, no analysis of sar values was possible. The system was checked by our service engineer and found to be within specification. The used head/neck 20 mr coil 1.5t (material # 10496540; serial # (B)(6)) was returned for analysis. No deviations were found, all measured values were within specification, and no safety relevant deviations could be detected. In summary no hardware or software problem was found which would explain the patient's heating sensation. However, it is well known that patients react differently to rf exposure, i.e., some persons may feel heating sensations where others may not. Therefore, there is reason to believe that the complained issue may be related to the individual sensitivity of the patient.